Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
A facilities representative reported that following an intraocular lens (iol) implant procedure the patient complained of very blurry vision. The lens was exchanged in a secondary procedure due to incorrect iol power being implanted. Additional information was requested.

Manufacturer narrative:
The product was not returned. The customer indicated the use of a qualified cartridge, with a non-qualified viscoelastic. The product investigation could not identify a root cause. (B)(4).

Event description:
Additional information was provided by a nurse, who reported that the event resolved with treatment. The iol was replaced for the same lens model with a power difference of 2 diopters. Additional details were provided indicating that following the initial implant procedure, there was a postoperative refractive error of -1.75+1.00x015. The patient was displeased and wanted an exchange to achieve better unaided far vision. During the secondary procedure, while measuring with the aberrometer, the fringe pattern revealed a break in the posterior capsule and when looking back through the microscope indeed, a large posterior capsule tear was present through the midline involving the nasal half of absent capsule support. Therefore, the lens replacement power of a planned 18.5 in the bag was modified for 18.0 in sulcus.